Manufacturer narrative:
The malfunction was observed during review of the device's history log. The device was put through extensive testing which included power cycling and defib functional testing without duplicating the malfunction. As a precaution, the device was scrapped and a replacement was sent to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.